Manufacturer narrative:
(B)(4). The be-h-545022 with lot number 92078559 was returned for evaluation. A visual inspection was performed and it was confirmed that foreign particles were located in the blood flow channel of the spiral housing. Additionally, a long brown hair could be found twisted in the rotor. An evaluation was performed on the particles. The particles were possible identified as pieces of a "non-woven", which is used for example for the hoods of employees in the production. This would also explain the hair inside of the rotaflow. A root cause for this issue(s) could not be determined. However, production has implemented a 100% visual controls to eliminate product defects. Additionally, the rotaflow will be checked three (3) times (after production, as the pump is be coated/after coating, and before connecting the set) prior to use. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, at hospital (B)(6), rotaflow centrifugal pump with bioline coating (lot number 92078559), it was identified during priming that a foreign body (like a mesh) was inside the centrifugal pump. Reference: complaint (B)(4).